Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, cerebral haemorrhage, irritable bowel syndrome, plantar fasciitis, temporomandibular joint disorder, dyspnea, irregular periods, bleeding menstrual heavy and endometrial polyp. On (B)(6)2011: patient underwent transabdominal and transvaginal sector scans. Concurrent conditions included urinary frequency, vaginal bleeding, uterine polyp, excessive menstruation, irregular menstrual cycle, cervix neoplasm, leiomyoma nos, adenomyosis, paratubal cyst and constipation. On (B)(6)2000, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental issues"), rash ("rashes"), arthralgia ("joint pain") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, abnormal weight gain, tooth disorder, rash, arthralgia and menometrorrhagia outcome was unknown. The reporter considered abnormal weight gain, allergy to metals, arthralgia, genital haemorrhage, menometrorrhagia, pelvic pain, rash and tooth disorder to be related to essure (ess205). The reporter commented: it was also noted that on the left in the left cornua, a definite essure device can be seen coming out of the left fallopian tube and several coils in the uterine cavity and some calcified changes on the end of the essure coils. On the right cornua, there is no obvious essure coil seen. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2011: uterus, endometrium, shaving fragments of menstrual phase endometrium. Occasional fragments of endometrial mucosa with fibrotic stroma, suggestive of endometrial polyp. Fragments of myometrial smooth muscle.; on (B)(6)2017: final diagnosis: endometrium, biopsy: secretory pattern endometrium. Negative for hyperplasia and malignancy; on (B)(6)2017: final diagnosis result: uterus, cervix, laparoscopic total hysterectomy: very mild chronic inflammation. Uterus, endometrium, laparoscopic total hysterectomy: secretory phase pattern uterus, myometrium, laparoscopic total hysterectomy: leiomyoma. Focal superficial adenomyosis. Ovaries, right and left, bilateral salpingo-oophorectomy: no pathologic diagnosis. Fallopian tubes, right and left, bilateral salpingo-oophorectomy: paratubal cyst(s), right and left. Essure coils present, right and left (gross only).. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, cerebral haemorrhage, irritable bowel syndrome, plantar fasciitis, temporomandibular joint disorder, dyspnea, irregular periods, bleeding menstrual heavy and endometrial polyp. On (B)(6) 2011: patient underwent transabdominal and transvaginal sector scans. Concurrent conditions included urinary frequency, vaginal bleeding, uterine polyp, excessive menstruation, irregular menstrual cycle, cervix neoplasm, leiomyoma nos, adenomyosis, paratubal cyst and constipation. On (B)(6) 2000, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental issues"), rash ("rashes"), arthralgia ("joint pain") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, abnormal weight gain, tooth disorder, rash, arthralgia and menometrorrhagia outcome was unknown. The reporter considered abnormal weight gain, allergy to metals, arthralgia, genital haemorrhage, menometrorrhagia, pelvic pain, rash and tooth disorder to be related to essure (ess205). The reporter commented: it was also noted that on the left in the left cornua, a definite essure device can be seen coming out of the left fallopian tube and several coils in the uterine cavity and some calcified changes on the end of the essure coils. On the right cornua, there is no obvious essure coil seen. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2011: uterus, endometrium, shaving fragments of menstrual phase endometrium. Occasional fragments of endometrial mucosa with fibrotic stroma, suggestive of endometrial polyp. Fragments of myometrial smooth muscle.; on (B)(6) 2017: final diagnosis: endometrium, biopsy: secretory pattern endometrium. Negative for hyperplasia and malignancy; on (B)(6) 2017: final diagnosis result: uterus, cervix, laparoscopic total hysterectomy: very mild chronic inflammation. Uterus, endometrium, laparoscopic total hysterectomy: secretory phase pattern uterus, myometrium, laparoscopic total hysterectomy: leiomyoma. Focal superficial adenomyosis. Ovaries, right and left, bilateral salpingo-oophorectomy: no pathologic diagnosis. Fallopian tubes, right and left, bilateral salpingo-oophorectomy: paratubal cyst(s), right and left. Essure coils present, right and left (gross only). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.